Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 component on the distribution node pca. The root cause for the defective u713 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 component on the distribution node pca. The root cause for the defective u713 could not be positively identified. No adverse event resulted from the damaged belt.